Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 40% to 4%. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 40% to 4%. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return. The device remains in the possession of the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 40% to 4%. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. The device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.